Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump's usb port was loose and damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin delivery if necessary.